Event description:
It was reported that six days post successful stent assisted coil embolization, the patient presented with acute onset of aphasia and right-sided hemiplegia. Imaging revealed that the patient had an acute thrombosis within the treated territory, the previously placed stent was thrombosed. The physician implanted two coronary stents in the middle cerebral artery (mca) and performed mechanical thrombectomy along with administration of thrombolytic therapy. The patient tolerated the procedure well without complications and was discharged home in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel thrombosis and neurological/intracranial sequelae are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device remains implanted.